Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the companion 2 driver did not pass system checkout.

Event description:
The customer, a (B)(6) hospital, reported the companion 2 driver did not pass system checkout.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a failure for a depleted 9v battery. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to capacitors. Driver failed functional testing for acceptance at incoming inspection for system check due to the depleted 9v battery. A new 9v battery was installed and driver passed five subsequent system checks without issue. Failure investigation for this complaint confirmed the reported issue from patient data file review. The customer complaint was replicated during testing; root cause of the system check failure was determined to be a depleted 9v battery. Failure investigation identified no other test failures or damage that could have contributed to the complaint. The damaged capacitors were unrelated and did not affect functionality. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.